Event description:
Perclose noted with one suture not connected to needle when physician pulled needles back. Suture cut and removed. No adverse reactions noted. Second perclose deployed without distress.